Event description:
It was reported that the customer's blood glucose was over 400 mg/dl. Customer stated the reservoir compartment was cracked and the display screen of her insulin pump was scratched, so she had been of the insulin pump for a couple of months. It was also stated the battery cap was missing. Customer stated she could read some of the screen. She was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. The insulin pump was received without the original belt clip.